Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms, while not within extreme temperatures. There was no impact to customer's blood glucose level. The customer reported that a back-up pump would be used for alternate insulin therapy.